Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-30. It was specified that the event had begun "right away" when the pump was implanted. The pump pocket had reportedly become swollen up and irritated, and the patient kept telling them something was wrong because she passed out twice at the hospital. After the fluid and pump leak were discovered, it was noted that "they did nothing." Then, it was noted that the pump was replaced on (B)(6) 2017 when the infection "was getting out of control" (note: this conflicts with the earlier report that the pump was replaced on (B)(6) 2017). It was additionally noted that "they are saying the pump was defective."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies.

Event description:
Hold js 10.27..17

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a company representative. It was noted that the explanted catheter component would not be returned to the manufacturer as the healthcare provider had disposed of it not thinking. Only the pump was returned to the manufacturer. The provided information was noted as having been confirmed with the physician/account

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative regarding a patient who was receiving 10 mg morphine at a dose of 7 mg via an implantable pump for non-malignant pain. It was reported that the pocket had fluid. The hcp tried to fill the pump, but wasn¿t able to do it. The hcp treated as a pocket infection and sent for cultures. The pump and catheter were removed on (B)(6) 2017. The pump would be replaced in the future. Before removing the pump, a dye study was performed. When the hcp put the dye in, it kept leaking from the connector to the pump. The issue was resolved and the patient status was alive with no injury. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The event date was asked and would not be made available. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.